Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had received multiple, intermittent occlusion alarms. The contact also stated that when the infusion tubing is being filled, insulin leaks from the luer lock and then back-tracks into the cartridge. The customer's blood glucose (bg) level was in the 600 mg/dl range with traces of ketones. Insulin injections were used to address the bg level. The customer reverted to using insulin injections to manage diabetes.